Event description:
It was reported while using bd maxzero¿ needle-free valve there were cracks and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report about a crack on mz1000. On may 18, leakage of drug solution due to a crack was observed while the product was in use.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: one mz1000 sample from an unknown lot was received without packaging for investigation. The feedback provided by the customer suggests a crack was detected on the maxzero. A visual inspection of the returned sample confirmed the customer's experience as a crack was detected at the maxzero female luer adaptor (fla). The sample was also subjected to pressure testing; leakage was detected from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months. H3 : see h.10.